Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of repair. A supplemental report on this event will be submitted to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during the self test, the device would log multiple fault codes and intermittently lock-up or reboot itself. There was no patient use associated with the reported failure.